Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg had reached the end of service. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced resolving the issue.